Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced with left bundle lead on (B)(6) 2025. The patient was in stable condition.